Manufacturer narrative:
The reported issue of air in line observed but the device failed to alarm could not be confirmed or duplicated. The customer provided no information about the infusion parameters or a date and time. The incident disposable set was not returned for investigation. The log analysis identified an infusion was performed on (B)(6) 2018 of the drug infliximab outpt., where the vtbi was entered as 285ml but the concentration for the drug had the diluent volume entered as 250ml; actual bag volume is unknown. This infusion was stopped early by a user after recording delivering 259ml approximately. The reason for terminating it earlier than programmed is unknown. Reference the log summary section of the report for details. The inspection and testing process performed on both received pump modules found no existing malfunctions and both to be detecting ail within specifications. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported air in the line however the device failed to alarm when infusing an unspecified fluids/medication. There was no report of patient harm.

Manufacturer narrative:
The reported issue of air in line observed but the device failed to alarm could not be confirmed or duplicated. The customer provided no information about the infusion parameters or a date and time. The incident disposable set was not returned for investigation. The log analysis identified an infusion was performed on 09/mar/2018 of the drug infliximab outpt., where the vtbi was entered as 285ml but the concentration for the drug had the diluent volume entered as 250ml; actual bag volume is unknown. This infusion was stopped early by a user after recording delivering 259ml approximately. The reason for terminating it earlier than programmed is unknown. Reference the log summary section of the report for details. The inspection and testing process performed on both received pump modules found no existing malfunctions and both to be detecting ail within specifications. A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(6) for the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported air in the line however the device failed to alarm when infusing an unspecified fluids/medication. There was no report of patient harm.